Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended.

Event description:
Follow up information received that the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.